Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the system had a non-recoverable fault, and the surgeon side console (ssc) master tool manipulators (mtms) were not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. The tse had the customer perform a hard power cycle and reseat all blue fiber cables, but the issue was not resolved. The tse noted that the ssc had errors 281 and 30 pointing to the remote arm controller (rac) board. The site brought in another ssc to continue with the operation. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rac was installed onto the test system with no issue at start-up. No error occurred after ten power cycles, and it sat idle for one hour. After all, the reported error 23 or any other errors above could not be replicated.